Manufacturer narrative:
Analysis was performed by rse (remote service engineer) which found that the dfm100 not booting because of 453564489071, dfm100 processor pca assy failure. After replacing 4564489071 dfm100 assy processor, issue resolved.

Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that "the machine was not getting on". There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.